Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The physician explanted and replaced the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient had their ipg replaced on (B)(6) 2019. The patient's pain at the ipg site was resolved.